Event description:
It was reported that during a low anterior resection procedure, the release button did not click when pressed; the device was automatically open. Review of the proximal transaction showed good staple line intact. The proximal partion was manipulated and vigorously handled and maintained it's integrity. When another device was passed through the distal transection, stump had formed staples on the edges but the staple line fell apart in the center. The staples in the center were "v" shaped. The doctor attempted to hand sew a purse string, but was unable to get any reach. The procedure was aborted and went to an apr.